Manufacturer narrative:
Conventus orthopaedics, inc. Reviewed the traceability control forms for the h10 solid driver and determined that there were no production issues that occurred during packaging, labeling, or receiving of the product. The investigation is in progress. Follow-up report(s) will be submitted upon obtainment of any additional information.

Event description:
On (B)(6) 2020, the surgeon implanted a ph cage in the patient. When tightening the final 32 mm locking screw by hand, the tip of the h10 driver broke off in the head of the 32 mm screw. The surgeon attempted to remove the tip of the h10 driver for 10 minutes before deciding to leave the 32 mm locking screw and h10 driver tip. The surgeon proceeded with the surgery and began closure.